Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 8.0mmol/l. Customer stated that the critical pump error was displayed on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to backup plan.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image; however the critical pump error was able to be bypassed and cleared by simultaneously holding the back button and down arrow button. After re-initialization, the insulin pump completed the boot up process normally. Critical pump error open book image due to multiple pump error 53 alarms found in the formatted history file. The formatted history file confirmed pump error 53, line number 0 file ID 23, line number 0 file ID 0, line number (B)(4) file ID (B)(4), and pump error 4. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case and pillowing keypad overlay.